Event description:
The customer reported a ventilator air flow sensor failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The customer reported to have replaced the flow sensor assembly. The reported problem was reported to have been fixed. No other abnormality was observed. The sample has not been received. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).

Manufacturer narrative:
H10: the removed flow sensor assembly was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the flow sensor assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no anomalies, evidence of damage, or contamination. The flow sensor assembly was tested, and the failure was confirmed. The pil found that this flow sensor assembly fails all diagnostics testing. The root cause was a failure of the airflow sensor, which was caused by u1 drifting out of spec.